Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room because their last pod "failed." The patient did not include any additional information regarding the pod failure, symptoms, reason for hospitalization, length of stay or treatment provided. The event was reported on an internet forum. At this time, we have been unable to obtain further information on the event, including the name of the medical facility the patient went to for treatment. If additional information is received it will be submitted in a follow up report.

Manufacturer narrative:
Updated b5 with updated information from patient. Updated d4 - model # to pt-000438. Updated d4 - lot # to ph1u12052421. Updated d4 - catalog # to pod-ble-h1-529. Updated d4 - serial # to (B)(6). Updated d4 - expiration date to 6/5/2026. Updated d4 - primary UDI number to (B)(4). Updated h4 - device mfg date to 12/5/2024. Updated h6 - medical device problem code to a050401 fluid leak.

Event description:
It was reported that the patient had been admitted to the emergency room due to hyperglycemia. The patient's blood glucose level reached 558 mg/dl while wearing the pod between 5 and 24 hours on the abdomen. The patient reported that insulin was leaking as the pod site was wet with insulin when the pod was removed. The patient was feeling nauseous and dizzy. At the hospital, the patient received a prescription and received insulin to self treat when they were discharged. The patient was discharged after 1.5 hours.